Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 4/4 was confirmed; per the complaint information the most cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 4. The care giver (cg) stated that the home patient (hp) disconnected from the hc to use the bathroom but forgot to place a flexicap on the patient line. The technical service representative (tsr) had the cg cycle power the tsr advised the cg to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report.